Manufacturer narrative:
The returned used device was evaluated and found the lower jaw is broken off with no other signs of damage. The mechanisms feel normal and there is no noticeable bend in the device shaft. Needle loads into the suture passer with no issues noted. Broken lower jaw was not returned for evaluation. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been 60 complaints regarding 60 devices for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following; to avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Prior to use, inspect the instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken, or misaligned parts. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported that (2) smi-02ap's were used in a rotator cuff surgery on (B)(6) 2018. Each suture passer was used and each malfunctioned. Both instruments broke the lower jaw off completely. There was a minimal delay, the piece was retrieved completely each time. They completed the procedure as planned with a third device. There are (2) complaints as each passer has it's own serial number. There was no reported patient injury. This report is being raised based on device malfunction with potential for injury upon reoccurrence.